Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device heartstart xl experienced equipment failure.

Manufacturer narrative:
The manufacturer's authorized field service engineer (asp) evaluated the device and did not confirm the reported problem. Upon conclusion of the evaluation, it was determined that this was a equipment failure attributed to user error. The customer had failed to regularly clean the device. The device was returned to full functionality after cleaning. The device remains at the customer site and no further evaluation is warranted at this time.